Event description:
Boston scientific received information that this patient, with this implantable cardioverter defibrillator (ICD) device, contacted technical services on (B)(6), 2007 to report that this device was generating atypical ("10 beeps the other day") beeping tones and was part of a recent advisory. The patient was recently transferred permanently to the (B)(6) and was wondering who will pay for this since there are no insurance companies in the (B)(6). Boston scientific's technical services contacted boston scientific's warranty department and requested that the patient be called to address his reimbursement questions. The warranty department contacted the patient directly and provided the number to the local distributor. The patient was informed that the distributor would work through the process of the replacement device cost. The available information suggests that the device remains in-service. Subsequently, boston scientific crm received information that arrangements are being made to interrogate this patient's device. Boston scientific crm received information on september 24, 2007 that this patient was seen by an electrophysiologist in the (B)(6). The device was interrogated and was found with a battery status indicator of bol (beginning-of-life) at 3.18 volts. Programming features were checked and the beep on eri was programmed on. The source of the reported beeping tones, as reported by the patient, could not be determined. The physician assured the patient that the device was functioning appropriately.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this patient contacted technical services on (B)(6), 2009 to report numerous episodes of nonsustained fast heart rates and felt that this was the result of the recall. Additionally, the patient contacted boston scientific's customer contact center and ask questions about the advisory. Boston scientific crm received information that this patient contacted technical services again on (B)(6), 2009 to report that he is not satisfied with the customer support provided to him concerning this recalled device. The patient was informed by a representative in (B)(4) that he must return to the united states in order to have his device replaced. After technical services had obtained basic patient/device information, the patient disconnected the call. Subsequently, the patient contacted technical services again to report that the device had been interrogated and multiple episodes with rates > than the programmed rate cut-off were identified. The patient alleged that the device had a "triggered" response, however, the patient reported not receiving any therapy for > one year. Technical services recommended that the physician perform a save-to-disk for return and analysis. The patient informed technical services that he has a scheduled follow-up on (B)(6), 2009 and will request that the physician contact technical services for assistance on performing a save-to-disk. Subsequently, this patient contacted patient support in (B)(6) 2010 to report receiving inappropriate therapy for rates in the 160 bpm while receiving no therapy for rates exceeding 210 bpm. The patient reported that the device had been interrogated by a physician in the (B)(6). The physician recommended that the patient contact boston scientific to discuss further. The patient has been discussing the situation with the warranty department and has been in contact by technical services with a request to perform a save-to-disk for return.